Event description:
Reportedly, the instrument misfired during a very low anterior resection for cancer. No staples fired despite the device locking and firing. This required the physician to have to place manual sutures for a coloanal anastomosis which has a higher mobidity. Additionally, the patient will also require an additional surgery, a diverting ileostomy.